Event description:
It was reported the customer had blood at their sensor site. Customer also reported a sensor was pulled out while attempting to insert it into their body. Customer stated they accidentally grabbed the needle hub and pulled the sensor out. The customer's blood glucose was 119 mg/dl. No additional information provided.

Manufacturer narrative:
Reliability analysis: unable to confirm needle complaint due to customer did not returned insertion needles only 4 sensors.